Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that functional testing was performed and it was found that the balloon on the yellow extrusion was leaking. The complaint is confirmed; however, a root cause for the issue could not be identified.

Event description:
It was reported that "ez blocker bronchial blocker size 7 fr was found with yellow cuff leaking during procedure". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "ez blocker bronchial blocker size 7 fr was found with yellow cuff leaking during procedure". No patient involvement reported.